Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The medical device was not returned for analysis, and the autopsy report was not provided; therefore, a definitive root cause could not be determined. The complaint was reviewed with terumo's chief medical officer, but no determination could be made. The angio-seal device was deployed, and hemostasis was achieved. Postoperative bleeding was reported. Retroperitoneal bleeding may have occurred. However, sufficient details regarding the harm and the adverse event were not provided, and a cause for the event was unable to be identified. While the exact root cause cannot be determined, there is no evidence that the angio-seal device contributed to the injury or patient outcome. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: date unknown. D6b: explanted date: device was not explanted. E3: occupation: cath lab director. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a right leg angiography with angioplasty with left common femoral access (pad case), the femoral access sight was closed with the 6 french angio-seal at approximately 4:00pm (1600). At the conclusion of the case, the patient was taken from the procedure room to post anesthesia care unit (pacu), then the recovery floor. At approximately 10:00pm (2200), while on the recovery floor, the patient became significantly hypotensive, coded and was transferred to the intensive care unit (ICU) with a large left groin hematoma. The patient received blood products, reportedly went into pulseless electrical activity (pea), and the family chose to withdraw care. The patient expired at 0451am on (B)(6) 2026. Without an autopsy the official cause of death was unknown. There was no imaging done of the common femoral artery (cfa).